Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and that monarc or sparc was implanted into the patient.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 along with laparoscopic sacral colpopexy, lvh/ bilateral salpingo-oophorectomy, right uterolysis cystoscopy with calibration and enterolysis due to uterine prolapse, complex uterovaginal prolapse, rectocele , urethral hypermobility, interstitial cystitis, fecal incontinence, constipation, detrusor instability, urgency, frequency, sensation of incomplete emptying and loss of urine when unaware. It was reported that following insertion the patient experienced incomplete uretovaginal prolapse, interstitial cystitis, frequency, incontinence dysuria and bowel pressure, abdominal pelvic pain, urinary incontinence, intense abdominal/pelvic pressure, extreme pain during intercourse which lead to a nonexistent sex life.